Manufacturer narrative:
Visual analysis was performed on the returned product. The reported migration was unable to be tested as it was based on procedural circumstances. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the delivery catheter and barewire became kinked during advancement causing the filter to pull back when withdrawing the delivery catheter; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous internal carotid artery that is 80% stenosed. The emboshield nav6 embolic protection system (eps) filter was released in the target lesion; however, after the delivery catheter was removed it was observed the filter migrated pulled back but remained on the barewire and the barewire stayed in placed. Therefore, the filter was removed with the barewire. Another same size nav6 was used to complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.